Event description:
A malfunction was reported on the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was given instructions to reset the pump, with technical support assisting initially. The customer planned to reset the pump independently at a later time. Follow-up attempts were made by technical support, including leaving a voicemail and obtaining updated contact information, before closing the case after the final follow-up.